Manufacturer narrative:
The device was tested on the bench and no anomalies were found.

Event description:
It was reported that the patient presented for a routine generator change. The procedure was complicated by hematoma. The implantable cardioverter defibrillator was explanted and replaced. The patient was in stable condition.